Event description:
On (B)(6) 2010, this pt was implanted with two gore excluder aaa endoprosthesis contralateral leg components for an unk treatment. On (B)(6) 2010, an additional procedure was performed whereby two additional contralateral leg components were implanted. Multiple attempts have been made to obtain additional information, none has been rec'd.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted during initial procedure and related to event: (B)(4).